Event description:
Severe stinging on insertion of contact lenses and foggy vision that persisted for at least an hour. Routine daily soft contact lens care. I've been using this product for over a decade and have never had a problem with it before. After the burning experience with the lot reported on this form, I ordered a second bottle & lens case kit from amazon.com (lot 12yk5) and encountered same problem. I tried an older travel size kit and had no problem. I wonder if alcon has a qa problem with recent lots of the neutralizing discs in the lens case? Patient: (B)(6). Device: 2682, 1506. Ref report: mw5182714.